Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an intermittent skin irritation. The irritation was described as back sores resembling an allergy all over the size of measles with some being red, itchy, and open. The patient reported using desitin as recommended by the doctor. Follow-up indicated that the irritation was better.